Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) which resolved naturally. It was noted that the right ventricular (rv) lead exhibited high threshold and no capture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.